Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after removing the cassette. The pdrn reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment training and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event was discovered inside the cassette door after the patient experienced slow draining. There were no other fluid leaks found. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic just received the replacement cycler but has yet to use it. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after removing the cassette. The pdrn reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment training and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event was discovered inside the cassette door after the patient experienced slow draining. There were no other fluid leaks found. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic just received the replacement cycler but has yet to use it. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Event description:
It was reported that a peritoneal dialysis registered nurse(pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after removing the cassette. The pdrn reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment training and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a puncture in the cassette. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event was discovered inside the cassette door after the patient experienced slow draining. There were no other fluid leaks found. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic just received the replacement cycler but has yet to use it. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Correction: b3, d10 event date the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.